Manufacturer narrative:
The customer's calibration and qc data were requested but not provided. The customer provided a patient's sample for investigation. The investigation confirmed the customer's ft4 results. Upon investigation of the patient sample, an interferent against a component of the reagent was confirmed, streptavidin. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay, elecsys ft4 iii assay, and elecsys ft3 iii results for one patient tested on a cobas 8000 e 602 module serial number (B)(4). The customer reported out the results to a physician who asked for the re-measurement of the sample. The patient¿s sample was provided for an investigation, and was tested on a cobas 8000 e 602 module. Also, the patient's sample was outsourced, and tested on an abbott architect analyzer and siemens centaur analyzer. This medwatch is for ft4. Refer to the medwatch patient identifier: (B)(6) for the tsh assay and (B)(6) for the ft3 assay.